Event description:
Even though flushes well, the boston scientific ivus entrained air that entered the coronary artery. Temporary st elevation and bradycardia were noted, 100% fio2 applied. Patient fully recovered.